Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: it was confirmed that the top of the battery cap was stripped. The cap was able to fully tighten on to a test pump with no power loss. The cap was difficult to remove because of the damage at the top. The cap threads and spring were undamaged. The cap contact dimensions were found to be within specifications.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.